Manufacturer narrative:
A ge representative evaluated the system and found the x-ray tube needs to be replaced. The tube was placed on order and it is anticipated the replacement of the tube will restore the system to operating as intended.

Event description:
The customer reported the system displays a white screen, the over temperature warning light is on, and the system is making a clicking sound. No patient injury was reported.